Manufacturer narrative:
Neither patient injury nor medical intervention was reported. No prisma alarm history was available. A gambro tech services (gts) field rep inspected the machine. He verified pump occlusion power supply, voltages and scales. He ran a pt simulation and verified that no fluid was being removed. He could not duplicate the reported condition.